Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) value was "high", specific value not provided. The customer charged the pump, addressed their elevated bg with a bolus via the pump, and continued to use the pump for insulin therapy.